Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The de novo lesion was located in the mildly calcified and moderately tortuous superficial femoral artery (sfa) and left external iliac artery (cia). Vascular access was obtained via the right femoral artery through contralateral approach. The physician attempted to treat the superficial femoral artery with an unspecified peripheral cutting balloon catheter. This balloon would not cross the lesion. The sfa lesion was treated with 3 inflations using a 4mm x 2.00mm wanda balloon catheter. The cia lesion was pre-dilated with a sterling monorail balloon catheter. The balloon was inflated to 4 atms on 1st inflation for 10 seconds, 6 atms to 12 atms on 2nd inflation for 20 seconds. The balloon ruptured at 14 atms, on the 3rd inflation. The lesion was fully dilated and a non-bsc stent was implanted. Another sterling balloon was used to post dilate the lesion for two inflations at 14 atms. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
Eighteen years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4)